Event description:
Ams inflatable penile prosthesis removed (implanted at another hosp). Replaced with inflatable ams ambicor prosthesis product #72402219 lot by 780001. Pt had history of vascular disease.